Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: our investigations have shown that the connection (welding joint) between the gripping head of the handle and the shaft is broken. There are severe traces of impact on the striking head as well as at the front side of the handle. Also the shaft is showing marks of hammering. The damages on the front side of the handle as well as on the shaft point to the fact that the instrument was subjected to misusage and excessive use. The heavy hammering marks are likely the reason for the rupture of the welding between the stroke cap and the shaft. The current technique guide recommends inserting the proximal femoral nail anti-rotation blade to the stop by applying gentle blows with the hammer. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. No product related condition was detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: month and day unknown, 1950. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the handle came off of the impactor. A proximal femoral nail antirotation blade was inserted using an impactor for proximal femoral nail antirotation blade. To insert proximal femoral nail antirotation blade, impactor was hit by mallet. The handle came off, and then the handle and the inside of impactor are separated by two parts. There was two to three minute prolongation of the surgery. No part fell into the patient. This is report 1 of 2 for (B)(4).